Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient¿s sensor failed during warm-up. This was the patient¿s last sensor and after the failure, the patient had no other way to monitor his bg levels. That afternoon, the patient felt unwell, however, no specific physical symptoms were reported. The patient¿s wife brought him to the emergency room (ER). At the ER, the patient¿s bg meter reading was 850 mg/dl. The patient was treated with IV insulin and IV fluids. The patient was admitted and discharged the following day, on (B)(6) 2025. The patient was ¿fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.